Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, when she is in large department stores, the fluorescent lights feel like they are vibrating in her eye. She had two episodes of this. Additional information was provided by the consumer that she has been ok. She had an appointment with her doctor and he performed a yag laser. Her doctor mentioned that mini-migraines could be the reason for her symptoms. There are two medical device reports associated with this consumer. This report is associated with the right eye.